Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, once the transeptal puncture was done, the physician tried to insert the faradrive sheath (with dilator in) in the patient's groin, but it was very difficult to insert with force. As it was still not working, an 11f dilator was attempted to insert the sheath again. Still not possible, so physician tried a 14f, and an 16f dilator, each time much force was applied. Then it was realized that the tip of the sheath was damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The faradrive was returned with the dilator still inserted. The dilator was removed from the sheath and visual inspection of the sheath observed the tip of the sheath shaft damaged. The dilator was inserted into the sheath with no resistance observed. Microscopic inspection of the sheath showed that the damage to the sheath shaft was a bulbous deformation near the distal tip. Dimensional inspection of the sheath confirmed the inner and outer dimensions of the distal tip met specification. With all the available information, boston scientific concludes that the reported sheath difficulty to insert and sheath damage was confirmed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, once the transeptal puncture was done, the physician tried to insert the faradrive sheath (with dilator in) in the patient's groin, but it was very difficult to insert with force. As it was still not working, an 11f dilator was attempted to insert the sheath again. Still not possible, so physician tried a 14f, and an 16f dilator, each time much force was applied. Then it was realized that the tip of the sheath was damaged. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.